Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) and deformity correction at 4 levels, for the treatment of adolescent idiopathic scoliosis. During surgery, the peek cage broke in small pieces from the tip, which was attached to the inserter. The product came in contact with the patient. The fragments of the product remained inside the patient. Reportedly, the patient was doing well and had been discharge from hospital two days after the surgery.

Manufacturer narrative:
Product analysis :visual and microscopic examination of the returned portion of the implant identified asymmetrical witness marks and deformation on the top face of the implant and stripped threads, consistent with significant impact during attempted implantation. Fracture surface examination identified location of crack initiation at the root of the tooth near the area of greatest deformation. After initial crack propagation, evidence of bending stresses was identified in surface morphology and deformation. The above observations are consistent with significant impact during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.